Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 1 day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6010593 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static pull test 1 according to wi version 2 on reference samples, 10 samples out (B)(4) samples passed the test. Device history record (DHR) review: packing lot 6010593 was manufactured according to the wi version 98 and packaging in the multivac 14, on 11/dec/2024, with a total of (B)(4) units. Gluing of tubing lot 4m00152 was manufactured according to the wi 4905294 version 65, gluing of tubing in the machine sc08, on 07/dec/2024, with a total of (B)(4) units. Lot 4m01487 was manufactured according to the wi 4905294 version 65, gluing of tubing in the machine sc05 and sc06, on 09/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/jul/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6010593 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.